Event description:
The safety device failed to engage on the IV needle/smiths medical cathlon IV catheter being used by the nurse resulting in a needle stick to the nurse. The appropriate post exposure protocol was followed. There was no injury to the patient.